Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2017. The device was manufactured between: 02/17/2016 and 02/19/2016. The three (3) devices were received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) single day infusor leaked. The devices were filled with an unspecified amount of 5fu diluted with nacl (sodium chloride) with a total fill volume of 46 ml. The event occurred during fill. There was no patient involvement. No additional information is available.